Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the anastomosis, the anvil of the device did not tilt. The reported product was used during esophagojejunostomy total gastrectomy procedure. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted cross cutting staple line mark and an imbedded staple on the mylar cutting ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the cross cutting marks on the mylar cut ring may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut.". No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.